Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of a pump issue, disconnection was not determined.  The reported issue that there was a pump issue, disconnection could not be confirmed.  No further investigation of this event is possible at this time, and no patient involvement was reported. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving, no patient involvement, no clinical signs symptoms or conditions, disconnection there was no patient involvement and no harm.